Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿ok¿ and contrast buttons were under responsive. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation pump powered up with the appropriate audible and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find contamination under any of the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the complaint, it was observed that the battery compartment was cracked in the threads area, the top slot of the battery cap was damaged, the bolus button cover was detached/missing, and the verify screen was dim and discolored.